Event description:
It was initially reported that the patient's blood glucose level increased to 300 mg/dl and that the patient experienced swelling on the skin at the infusion site. The device was returned and evaluated. The cannula was found as bent.

Manufacturer narrative:
Soft cannula and bottom housing were inspected and the formed needle was inspected under magnification. The hard cannula was found to be rotated about an angle larger than 45 degrees (figure 2). The rotated needle is confirmed to be the cause of the reported skin swelling. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.